Manufacturer narrative:
Weight- unk, race- unk, ethnicity- unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -10.5/2.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2022 from patient's left eye (os) due to low vault.this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the optic deformed and the haptic torn, bent, deformed, and stretched out. Unable to perform dimensional inspection due to damage of lens. Claim # (B)(4).